Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death. There was no medical intervention. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There were no parts replaced. The device's downloaded logs were reviewed by the manufacturer. There was one error found. Device was scrapped.